Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tri ts femur sz6 left; cat#5512-f-601 ; lot#wtww, triathlon femoral distal augment 5mm - size 6 left; cat#5540-a-601 ; lot#a439v, triathlon femoral distal augment 5mm - size 6 left; cat#5540-a-601 ; lot#di39h, triathlon cemented stem-15mm x 50mm; cat#5560-s-115 ; lot#0103226l, tri ts baseplate size 6; cat#5521-b-600 ; lot#eux3la, and triathlon cemented stem-15mm x 50mm; cat#5560-s-115 ; lot#0103225l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "revision today was due to complaint of pain and observation of lucency around the tibial cement mantle." Patient's left knee was revised.